Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the screen was blank. Stylus will not stay calibrated; display bezel assembly found out of electrical specification.

Event description:
It was reported that upon powering up, the programmer went to a blank screen. The service diskette was unable to resolve. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.